Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 75cm wallstent uni stent self-expanding was used for an iliac vein stenting. However, when the stent was deployed and flowered, they noticed that the tip of the stent did not look correct and appeared distorted. Attempts were made to redeploy the tip of the stent and recapture it, but still looked the same. The device was removed intact, and the procedure was completed with another of the same device. There were no incidents or patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: a 75cm wallstent uni stent self-expanding was returned for analysis. The device was received with the stent in the correct position on the delivery system. The stent was successfully deployed by the investigator without issue. A visual examination of the stent identified no damage. A visual examination of the sheath of the device identified no damage. A visual examination of the stent holder cup or tip of the device identified no damage or issue.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 75cm wallstent uni stent self-expanding was used for an iliac vein stenting. However, when the stent was deployed and flowered, they noticed that the tip of the stent did not look correct and appeared distorted. Attempts were made to redeploy the tip of the stent and recapture it, but still looked the same. The device was removed intact, and the procedure was completed with another of the same device. There were no incidents or patient complications reported.